Event description:
Caller states customer received result of 30 mg/dl on the advantage system and 245 mg/dl on professional device within 10 minutes. Customer was taken to the hospital where she remains today. Customer has not received treatment for diabetes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.